Event description:
It was reported that, during an office follow-up, the low energy shock impedance was varying between 165 and 175 ohms. Technical services reviewed the device downloaded data. The most likely consideration is an electrode coil in adipose tissue. The impedances are high but within normal limits. Technical services discussed the data with the clinic. The doctor elected to explant and replace the electrode with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray confirmed that the high voltage cables have fractured in and around the area approximately 33mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, the low energy shock impedance was varying between 165 and 175 ohms. Technical services reviewed the device downloaded data. The most likely consideration is an electrode coil in adipose tissue. The impedances are high but within normal limits. Technical services discussed the data with the clinic. The doctor elected to explant and replace the electrode with a new one. There were no additional adverse patient effects.